Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized non diabetes related and health care provider noticed that the pump was not working anymore when battery had to be replaced. The insulin pump was not responding at all. There were several cracks in pump noted and compartment broke off. The customer's blood glucose was unknown. The customer agreed to return insulin pump.